Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected and the device and upgrade the software to the current revision. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).